Manufacturer narrative:
(B)(6).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, while removing the sensor applicator from the packaging the needle flew off. No additional event or patient information is available. The complaint device was not returned for evaluation. A photograph was provided; however, the complaint of the needle flying off when packaging was opened cannot be confirmed. A root cause cannot be determined.